Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump scrolled through the main menu option without touching any buttons. Customer's blood glucose reading at the time of the call was 315 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.